Event description:
It was reported that during implant the helix of the right ventricular (rv) lead would not extend after nineteen turns, but then would suddenly pop out after about twenty turns. The physician tried to excercise the helix three times with the same results. It was thought that the helix was not coming straight out, but at a slight angle. The rv lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies found. It was noted that the helix was bent, and there was bloodcovering the distal electrode. It was visually noted that the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.